Manufacturer narrative:
(B)(6). (B)(4). Siemens has identified the root cause of this issue as a software defect associated with software version (B)(4) which will be reported separately to the FDA as a fsca action.

Event description:
It was reported to siemens that during a scan of a (B)(6) year old child with the somatom force system, a technical problem occurred. The system froze during use resulting in the patient having to be rescanned and receiving an additional x-ray dose. There was no detriment to the health of the child due to the reported event. This report is being submitted with an abundance of caution. The event occurred in the (B)(6).